Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, according to the service manual, it is possible the hard drive fan and/or power source became temporarily abnormal. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during inspection for use, the visera 4k uhd camera control unit displayed communication error code (e116). The e116 occurred every 15 minutes or so, and the fault remains after dust removal. The intended procedure was radical treatment of rectal cancer, and the procedure was completed with a similar device. The customer reported the patient was not under sedation and there was no delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed/not reproduced. The device was tested for three (3) days and the error e116 was not duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.